Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal results. The customer service representative contacted the patient with follow-up questions from the medical surveillance specialist (mss) on (B)(6) 2014 but the patient did not want to answer any of the questions. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began approximately one month prior to contacting lfs. The patient reported testing their blood glucose on the subject meter but could not recall the results. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of humalog insulin by 4 units at 12:02pm on (B)(6) 2014. The patient reported developing symptoms of ¿sweaty and blurry vision¿ but did not state when these symptoms developed. The patient reported visiting their doctor at 10:00am on (B)(6) 2014 but did not provide the details of any treatment they may have received. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms indicative of a serious injury while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.